Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that periods of oversensing or pacing inhibition were observed on a holter monitor electrocardiogram. The sensitivity of this pacemaker was adjusted and the holter monitor was performed again, but the observations did not improve. A revision procedure was performed and the competitor right ventricular (rv) lead was replaced. This pacemaker was also explanted due to normal battery depletion and was not sent for return. No additional adverse patient effects were reported.